Event description:
New information noted that programming changes were made, and patient condition was stable.

Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator (ICD) exhibited far p over-sensing leading to inappropriate mode switches. No intervention was reported. There were no patient consequences.